Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon completed distal cut . Cross pin became stuck and could not be removed from block. Block was removed from patient without delay or incident.